Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient weight and event information. Further information was requested but not received.

Event description:
It was reported that the patient's stimulator had been inoperable for an unknown number of years. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's system was explanted.

Manufacturer narrative:
The event of explant was reported to abbott. The patient's stimulator had been inoperable for an unknown number of years. Surgical intervention was undertaken wherein the patient's system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.